Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted in the abdomen. The patient experienced hypoglycemia with loss of consciousness. The patient did not remember the cgm values before losing consciousness. The patient´s daughter called the paramedics. When they arrived, they treated the patient with unspecified medication to stabilize the bg and took her to the hospital. At the hospital, they took a blood glucose reading which was 39 mg/dl and they reported that the cgm reading was ¿way off¿ from that reading (cgm reading was 100 mg/dl). All the patients knew was according to the paramedics and hospital staff, that the cgm reading was showing higher than the actual bg reading. The patient declined to provide additional information. The patient was hospitalized for 2 weeks. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.